Manufacturer narrative:
Device passed the displacement test but motor error alarm during the rewind basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to motor error alarm. Motor passed motor test. No failed battery test alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had rejected new batteries, louder to rewind and an unexplained random no delivery alarm. The insulin pump will not be returned for analysis.